Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implanting procedure, it was difficult to screw the set screw in the connector block. The device remains in use. No patient complications have been reported as a result of this event.